Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.

Event description:
Same case as MFR's report # 6000130-2006-00204 and 6000130-2006-00205. It was reported that during an iliac run-off diagnostic procedure, the zipwire coating became sticky during the procedure. The physician used a second and a third zipwire during the procedure and both became sticky. A terumo glidewire was used to complete the procedure. No pt injuries or complications were reported.